Event description:
It was reported that customer noticed a rapid increase in pump battery use without any low power alerts or shutdown alarms. The pump was not charging or recently disconnected from charging at the time. There was no reported impact to the customer¿s blood glucose level. Customer received education on battery behavior from technical support, acknowledged the information, and planned to monitor system and call back if issue persisted.